Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin resulting in hospital admission. The infusion device was not delivering insulin. The blood glucose results were not provided. The type of treatment provided to the patient was not provided. The patient was in the hospital for 14 days. No further information was provided.

Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states. Shipment of complaint material from russia suspended indefinitely.